Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device is failing it's battery insertion tests. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.